Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 207 mg/dl. Prior to contacting tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate.